Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a prolonged high blood glucose from 290 mg/dl to 384 mg/dl after the pump ran out of insulin and the user ate a meal without completing a supply change, which constitutes an improper or incorrect procedure involving the user interface. Symptoms included hyperglycemia with reported fatigue and malaise. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage issue. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.